Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not securing the burr devices was not confirmed. However, during evaluation, it was determined that the cover tube lock came off due to missing pin. The assignable root cause for component damage was caused by normal use and servicing over time due to worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the minimal access drive device would not secure the cutter devices. During in-house engineering evaluation, it was determined that the cover tube came out due to a missing pin. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.